Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to cross and resistance with the anatomy could not be replicated in a testing environment as it was based on operational circumstances. The reported bulky profile was not confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a diffused lesion in the mid diagonal artery with mild calcification, a 3.0x33 rx multi-link 8 (ml8) stent system was advanced but could not cross the lesion. The 3.0x33 rx ml8 stent system was withdrawn from the patient anatomy with slight resistance and a 3.0x33 non-abbott stent was advanced successfully. Reportedly, the physician felt the ml8 stent was more bulky in crimped status and much harder to cross the lesion compared to the non-abbott stent. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.